Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The damage to the insulation insert was most likely caused by thermo-mechanical fatigue/wear and tear. Another possible cause is improper handling by the customer, more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc. However, it cannot be determined if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. Lost fragments of the ceramic insulation insert can be localized using a suitable x-ray procedure or computed tomography. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced inner sheath was returned to the service center. The evaluation found the ceramic tip was broken off. The broken pieces were not returned. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The nurse at the user facility reported that the ceramic tip at the distal end of the inner sheath was found broken near the end of a clot evacuation and prostate removal procedure. The surgeon observed a metal piece in the patient¿s bladder while turning a corner and discovered a tip of the inner sheath had broken off inside the bladder. There were two pieces that broke and the first is approximately 7mm, second was 3 mm and was a triangle shape. The surgeon retrieved the broken portion from the patient with a grasper. The intended procedure was completed using a different sheath. The procedure was minimally prolonged for approximately 10-minutes due to the search. The patient was inspected and no injury or harm was noted.